Event description:
It was reported by service report that the head of the bed would not go up or down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Lift actuator.